Event description:
New information received revealed noise and noise reversions observed on the atrial lead on remote monitoring (B)(6) 2019. Additional information noted the patient presented in hospital for health reasons unrelated to the atrial lead on the date observed. No programming changes or interventions were made. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that intermittent atrial oversensing resulting in false atrial tachycardia detections was present on the atrial lead. An old alert indicating the defibrillation impedance was above the normal limit was also observed on the right ventricular lead although when tested, defibrillation lead impedance was within normal limits. The patient's vitals were within normal limits and stable. There were no plans for an intervention.